Event description:
It was reported that during incoming inspection, the package was found "broken". This involved 113 pieces. All defects found during the same inspection at the same time. The outer box was not damaged. No patient involvement.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. Visual examination of the returned sample revealed that the packaging of the returned unit was damaged, with cracking near the tip of the device where the staples are ejected. Deformation of the packaging was also observed. The sterile barrier of the returned sample is compromised due to the packaging damage. A device history record review did not show issues related to complaint. CAPA has been previously opened as part of investigation initiated under teleflex's quality system. Root cause is identified in CAPA. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that during incoming inspection, the package was found "broken". This involved 113 pieces. All defects found during the same inspection at the same time. The outer box was not damaged. No patient involvement.